Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Weight is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-17184. It was reported that the patient experienced weakness and numbness in the right leg after a trial lead implant procedure that took place on (B)(6) 2022.. As a result, the lead was explanted. The patient symptoms have resolved.